Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional leadless pacemaker procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with two proglide devices. It was noted with the first proglide device there was a bend between the sheath and the guide. The pre-close technique was then abandoned. The physician continued with the procedure and completed the leadless pacemaker implantation. Hemostasis was achieved with manual suturing (figure 8 stitch). There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported needle to cuff miss and subsequent treatment appear to be related to circumstances of the procedure. In this case, an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the noted bilateral needle to cuff miss. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device mentioned in b5 is being filed under a separate medwatch number.